Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead exhibited low impedance which resulted an impedance warning. The patient experienced fasciculation at high outputs. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.